Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind. The problem was isolated to mother board. Analysis was unable to perform displacement test or verify for low reservoir alarm due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.